Manufacturer narrative:
(B)(4). The analysis results found that the mcm30 was received in good condition. In an attempt to replicate the reported incident, the device was cycled and 2 partially formed clips were noted due to an antibackup failure. The remaining 18 clips were fed and formed as intended. Finally, the instrument locked out. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the antibackup lever was noted to be worn out. It is possible this condition was caused by attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you clarify if the device jaws cut the vessel? The device jaws cut the vessel without placing a clip. How was the wound to the vascular pedicle repaired? Unknown. How much blood loss was there (mls)? Small amount. Was there any change to the procedure or any patient consequences as a result of the device issue? No

Event description:
It was reported that during an unknown procedure, the vessel was cut without applying a clip. This led to a wound of vascular pedicle. There was very little loss of blood. Another like device was used to complete the procedure.